Event description:
Alleged event: non-(B)(6) device. Patient reported " implant is "leaking"". Healthcare professional later reported "explant was mentor". This record is for the right side. The device was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).